Event description:
Healthcare professional reported capsular contracture, baker grade IV on an unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, deformation, cloudy color and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). After autoclave cycle was observed: voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV on an unknown side. Device has been explanted.